Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake block assembly top block and adapter plate was broken. He replaced the complete brake block assembly with new bearings to repair the bed.